Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue. During the evaluation, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue.